Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler system. The event occurred in jackson, united states. A livanova field service representative was dispatched to the facility to investigate the device and was unable to calibrate or get into device service mode, so the processor board was replaced. The device was then calibrated and, after performing all the functional tests with positive results, it was sent back to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error e04 reporting that the temperature difference of the temperature sensors in the control/safety system is too big. The issue occurred during procedure. There is no report of patient injury.